Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was no surgical delay.

Event description:
It was reported that patient came to doctor with pain in her left knee that had a total knee that was done by doctor in (B)(6) 2023. Doctor had the patient worked up for infection and it was negative. Patient also had a bone scan done and the report said the tibia showed some loosening. Loosening interface was non-cemented. Doctor scheduled surgery to revise the tibia. During surgery it was noted that the tibia was not grossly loose. Doctor used osteotomes to remove the tibial component from the tibia. Once the tibia was removed it was determined that there were a few spots of fibrous ingrowth along with bony ingrowth. Doctor stated that the fibrous spots were probably aloud for some micro motion which could be the cause of her pain. So, doctor proceeded to prep the tibia for a revision tibia tray, stem and sleeve. It was noted that the femoral component was well fixed so he did not remove it. The revision tibia components were built and implanted and it was determined that the size six 6mm psrp poly was the correct poly and it was implanted. Doctor noted that the knee was stable and had great range of motion. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.